Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 14 days postoperative from an open hernia repair, fascial dehiscence was noted. Upon visual inspection, the suture used for the primary fascial closure broke. Hernia repair was performed to resolve the issue.